Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex was withdrawn. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis. On an unknown date in (B)(6) 2012, the patient was hospitalized for the event. Per the nurse, the cause of the peritonitis was due to constipation. Treatment information was not reported. The patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12a28054 and h11l20084 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.